Event description:
During the cut portion of the lsh, the surgeon was pulling on the handle of the loop when the handle pulled off. When this happened the wire pulled out about 2 inches. The surgeon had to stop the cut, remove the product and open a new loop to finish the procedure.

Manufacturer narrative:
The device has not been rec'd by this MFR so an eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs at this time.